Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that this was the first time that the hospital's cardiovascular department used medtronic axium coils. Three coils were subsequently used, with specifications of 3-8, 3-8, and 3-10. The coil flew out because it was not properly coiled when forming hoop and it did not stretch automatically. The coil was removed on the day of the surgery.

Manufacturer narrative:
FDA report code: 1294410352024000592. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that poor anchoring of the axium spring coil caused the spring coil to prolapse. The patient required coronary artery pulmonary artery fistula embolization due to congenital coronary artery pulmonary artery fistula. Due to the widened blood vessels and rapid blood flow, the coil dislodged from the coronary artery into the right lower pulmonary artery, which may lead to the risk of right lower pulmonary artery embolism in the later stage. The surgeon punctured the femoral vein to enter the pulmonary artery and successfully performed coil capture and removal. After the above treatment, the patient had no foreign objects in the body in an inappropriate position and no harm was caused to the patient.